Event description:
It was reported via a call from the ICU rn and transferred to the clinical support specialist (css) at 1930 (B)(6) on (B)(6) 2013 that they have a patient on an intra-aortic balloon pump (iap-0500) and the pump shut off during use. The pump was a demo pump that was left at the hospital after the last biomed class. They could not get it to power back on so they changed it out for another pump. The new pump (serial number (B)(4)) is now pumping, but the transduced a-line tracing appeared very much dampened. Approx 24 hours prior to the event the intra-aortic balloon (iab) was inserted through the sheath via femoral without issue. The css asked if there had been any alarms prior to the original pump shutting down. They said that there had been no alarms. The delay from the time the pump shut down until they got the new pump running was about 10 minutes as reported by the rn. The pt had not had any problems related to this. The poor arterial pressure (ap) tracing was then discussed. The css had them flush the central lumen. Now the ap waveform was much better and the pump was providing good support for the pt with good augmentation and afterload reduction. The css also verified that the pressure bag for the central lumen is at 300 mm hg. The css recommended that they make sure that the pressure bag stays at 300 mm and that if the central lumen dampens again that they flush again. The css also recommended that they remove the original pump from service until it can be checked out. At 2100 (B)(6) the css called the rn again to check that everything was okay with the pump. The rn stated that they have not had any other issues and the ap tracing was still looking much better. The css left the direct number should they need any more help. The css did not receive any further calls. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome was stable. It was reported per field service report received on (B)(4) 2014: symptom-pump shut down spontaneously. Ac card retainer hanging down not connected. Reversed and cable tied. It was believed that battery was not fully charged. Findings/action taken: ran on battery for 45 minutes, 20 minute alarm, 5 minutes later shut down. A battery was ordered. Performed functional check; all passed, but battery test. The pump is back in service.

Manufacturer narrative:
(B)(4).